Event description:
A pt reported experiencing inaccurate erratic results with an ot basic meter. The pt's blood glucose results were 116 mg/dl (this was the only result provided in the reported issue). Tests were done less than 10 mins apart. Pt did not experience any adverse events. No further info has been reported.